Event description:
It was reported that the patient underwent a surgical procedure to explant the inflatable penile prosthesis (ipp) due to issues with the cylinder, pump, and reservoir. There were no patient complications reported.

Event description:
It was reported that the patient underwent a surgical procedure to explant the inflatable penile prosthesis (ipp) due to issues with the cylinder, pump, and reservoir. There were no patient complications reported.

Manufacturer narrative:
This report was a duplicate to 15691008 and any further updates will be included under complaint record (B)(6).